Event description:
It was reported that there was issue with arctic gel pad. During the procedure one pad detached from the skin and pad miss skin connection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Two photo samples were received for evaluation. Visual evaluation of the returned photo samples noted one opened medium arctic gel left chest pad present with no original packaging, lot number nghw4443. Visual inspection noted the following: * hydrogel layer appeared very wet, with some gel visibly sliding off the pad at the edge and forming into dops on the surface of the pad. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. Per the IFU: "place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion." A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Initial reporter phone number provided: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was issue with arctic gel pad (picture attached). During the procedure one pad detached from the skin and pad miss skin connection.